Event description:
Patient reported ¿breasts hardened and experienced pain and stinging", ¿fluid¿, ¿folding of implant¿, ¿capsular contracture baker grade 4¿, and ¿large amount of serohematic secretion and intense lumps on the left." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.